Manufacturer narrative:
Findings: pump received with normal operating currents and passed the self test, rewind, basic occlusion test, prime test and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. Unable to perform the unexpected alarm error test, occlusion test, and the excessive no delivery test due to motor error alarm. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No unexpected motion sensor test failure alarms noted during testing. Pump received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked case, and stained end cap sticker.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the pump alarmed motion sensor test failure. Their blood glucose was 245 mg/dl. Nothing further reported. The insulin pump will be returning for analysis.